Manufacturer narrative:
Received medwatch uf/importer report # (B)(4). Based on the available information, this event is deemed to be a product malfunction. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Report received from medwatch reporting an inflation issue with the retention balloon on the device after seven (7) days of use. Reporter stated "the inflatable anchoring bulb" of the device "would not stay inflated." The device was removed and a new advice was used. Reporter stated "there were no visible leaks or holes" and there was no harm to the patient.

Manufacturer narrative:
A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot number 16fm0406 shows that the appearance of the balloon, catheter body and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot number 16fm0406 shows that no breakage, leakage or blockage of the balloon, cuff and white inflation port is observed during the balloon inflation process with 45 ml volume of water, or after 24 hours placement. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 27, 2017. (B)(4).